Event description:
It was reported that the customer's insulin pump screen was blank when she woke up. Her blood glucose was 426 mg/dl and she treated with manual injection. The customer changed the battery and noticed a battery out limit alarm in the history. The insulin pump had reportedly fallen on the ground. The drive support cap appeared normal. A self-test and the displacement test were performed and passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).